Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported that the insulin pump alarmed watchdog timeout and unexpected restart the last two days. The customer was currently connected to another insulin pump. The insulin pump did not turn on correctly but restarted. In the alarm history several watchdog timeout, external error, and unexpected restart alarms were found. The self-test passed. The insulin pump was dropped a few days ago. Customer's blood glucose level was 180 mg/dl. The customer was advised that the device would be replaced and agreed to return the product for analysis.